Manufacturer narrative:
This MFR. Report # 1213809-2019-01197 is void. The complaint has been captured under MFR. Report # 1213809-2019-01190. H3 other text : see h.10.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing four occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that syringes were still wet when they were packaged and the markings smeared and are unreadable. What exactly was involved in the incident ¿ just a description of what cased said incident. It appears these syringes were still wet when they were packaged and the markings smeared and are unreadable.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing four occurrences of scale marking issues before use. The following has been provided by the initial reporter: it was reported that syringes were still wet when they were packaged and the markings smeared and are unreadable. What exactly was involved in the incident: just a description of what cased said incident. It appears these syringes were still wet when they were packaged and the markings smeared and are unreadable.